Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion was predilated and the 3.0x32mm taxus liberte' drug eluting stent was deployed at 14 atm's. The physician attempted to remove the device, but encountered withdrawal difficulty. The balloon was stuck to the stent. The balloon was reinflated and deflated and was then able to be removed from the stent. No pt complications occurred. Pt status is satisfactory.